Event description:
A report was received that the patient, who has a non-device related fall, was not getting any stimulation. A lead fracture was suspected. The patient underwent a lead replacement procedure due to a suspected device malfunction and did well postoperatively. However, after the procedure, the physician could not verify the lead fracture due to damage from the explant procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.